Event description:
Caller states patient tested 4.0 inr on the coaguchek xs system while a comparison lab returned as 3.0 inr. No actions taken based on device result. No adverse event reported. Requested return of suspect system however caller no longer has the test strips; replacement was sent.

Manufacturer narrative:
Will not be returned to manufacturer.